Event description:
Patient placed back on bipap vision by respiratory - 1-2 minutes after being place back on, the bipap vision unit began to alarm "vent inop". Patient removed from unit and placed on 6 lpm nc until therapist got another bipap and placed patient back on unit.